Manufacturer narrative:
Investigation: visual inspection revealed that there was a metal component in between the bisector electrode. There was some evidence of blood. A functional test was performed on the device with a reference generator and bipolar cord. The device did not pass the functional test, it did generate steam or heat. Based upon this, the reported failure "not working correctly" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview 6 misfired and was not working correctly. A new kit was used to complete the procedure. There were no pt effects. The product was returned.